Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that insulin had been squirting out during the prime and that no numbers appeared on the display. The customer pressed escape and then the insulin pump tried to rewind again. The blood glucose reading was 138 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The drive support was inspected and no anomaly noted. The insulin pump had cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.